Manufacturer narrative:
Device eval: the suspect device will not be returned for eval. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. Merit is unable to determine the exact root cause of the reported failure without the suspect device. However, the instructions for use associated with the device state, "do not advance the introducer and/or guide wire if resistance is felt." The instructions for use also state, "if a needle with a metal cannula is used, do not withdraw the guide wire after it has been inserted because it may damage the guide wire." Based on the info provided by the customer, it is believed that the user failed to follow the instructions provided.

Event description:
The customer reported that during an angiographic procedure, the tip of the guide wire broke off inside the pt. The event was not noticed until the pt was sent to the recovery area of the hosp. The customer stated that they have been experiencing similar issues with guide wires from other manufacturers. The physicians notice that the wires will kink and catch on the needle during insertion. They describe this as a "grating feeling" or feeling resistance against the wire during the procedure. The customer reported that this requires the physicians to remove the wire and needle together and re-access the pt. The customer disposed of the suspect device at the hosp. The customer has not provided any further info pertaining to the pt's condition or outcome. The customer stated that they have been experiencing issues with the wire for some time. However, no further info or clinical details were provided for the add'l events. Therefore, this single form FDA 3500a will be submitted for this complaint.